Event description:
It was reported that the pt's hearing stopped suddenly. Measurements showed 'poor coupling' to the implant. The implant position could be seen from outside. The pt's family member confirmed impacts to the implant site.